Event description:
Customer stated receiving a result of 250mg/dl at 9:00pm and took regular dose of insulin. The customer also tested on a different device and received 170mg/dl. The customer stated 1 1/2 hours later woke up having a seizure. The second blood glucose device read 39mg/dl. 911 was called and paramedics gave the customer glucose paste and taken to the e.r. Where customer was given an IV, and food. Controls was in range. A request was made for return product and replacement product was sent.